Event description:
It was reported that the iab was prepped and inserted via a sheath without any difficulty. The balloon inflated and a normal waveform on the balloon pressure was noted for the first three minutes. The pressure waveform on the helium pressure became flat on top and normal artifact was not seen. The autocat2 wave console then began to alarm "kinked catheter" and "blood in tubing." Blood was then noted in the helium tubing and the catheter was removed approx 15 minutes after being inserted. There were no reported pt complications.

Manufacturer narrative:
Upon inspection, a kink near the tip of the balloon catheter was noted. The stainless steel wire was unravelling at this point. Follow-up report will be filed when eval is complete.